Manufacturer narrative:
Eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. A review of the device history record and sample test from this lot could not be conducted because the lot number was not provided. After a review of the account ordering and shipping history, the lot number involved could not be determined. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Prior to distribution, all captura serrated forceps with spike are subjected to a visual inspection and functional test to ensure proper workability. Corrective action: based on the quality engineering risk assessment, no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic procedure, the physician used a cook captura serrated forceps with spike. The physician reported that the teeth of the forceps are misaligned, causing tearing of the tissue. A foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.